Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. There is no indication at this time of any device malfunction that could cause or contribute to the event. Device manufacturing date: monitor: 09/02/2014, belt: 12/13/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest at home. It was reported that the patient's son and daughter were with the patient. Review of the download data indicates that the patient received a treatment shock. The patient entered ventricular fibrillation (vf) with variable amplitude/duration at 3:38:55 on (B)(6) 2018. The lifevest delivered an appropriate treatment shock while the patient was in vf with variable amplitude/duration with the post-shock rhythm being asystole. Following the treatment, the patient's rhythm was asystole with returns of spontaneous cardiac activity and idioventricular rhythm at 30 bpm then severe bradycardia at 20 bpm degrading to asystole with intermittent cardiac activity. The patient remained in asystole until the electrode belt was disconnected at 04:32:32. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery and then again after the treatment delivery. The response buttons functioned appropriately. It was reported that paramedics were called and made resuscitation attempts. The patient subsequently passed away.